Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the nurse informed the instrument was inspected prior to use, there was no damage noted. There were no fragments that fell into the patient. The instrument was in use for approximately 30 minutes. Ther surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. There were no fragments that fell during a collision. The instrument broke apart in the patient, the surgical technician retrieved it off the patient and taken it off field. All the broken pieces were retrieved and compared to the whole piece. There was no procedure required to remove fragments. The case was completed robotically. There was no injury or harm to the patient. The patient has not returned to the hospital. The patient demographics were provided. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 5-12mm universal seal accessory was analyzed and found to be broken at the luer fitting. Material approximately 0.34" x 0.27" was not returned by the customer. Additional note: location of breakage does not enter the patient cavity. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. The information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical hysterectomy malignant procedure, the customer reported the universal seal plastic piece where the insufflation connects to broke off during surgery and the cap popped off the obturator sleeve when the instrument moved down. The procedure was completed with no reported injury.